Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced ketones and high blood glucose of 324mg/dl. The customer's blood glucose was treated with manual injections. The mother stated that the basal rates and bolus wizard settings are correct. Reviewed the alarm history and found a low reservoir alarm, and the boluses delivered was found in the bolus history. Assisted the caller to perform a high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.